Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): head.

Event description:
It was reported that this female patient's right hip was revised due to the recall. The patient had osteolysis with fluid buildup behind the cup. Surgeon exchanged acetabular liner and head. Patient was last known to be in stable condition following the event. No x-rays or images obtained. Device is not returning - hospital will not release due to the recall.

Manufacturer narrative:
Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in the hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
*The following sections have corrected information: (h6) health effect - clinical code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6. The following sections were corrected: h6, h11. H11: no device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified there is some potential impingement and wear that may have occurred that contributed to the reason for the revision. However, this cannot be confirmed from the provided device images, and the devices were not available for evaluation. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined; however, cannot be confirmed on the provided radiographs and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.